Event description:
A hospital reported to our sales representative that they had experienced a number of failures of the foot leg plastic of infant radiant warmer. The problem was believed to have originated from the loose screw that led to twisted rod, cracked foot leg and fallen off castor. No patient consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. Results: no results to date. Conclusion: no conclusion can be provided at this time.